Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received of if add'l info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic cholecystectomy procedure, after the third sealing was completed the jaws of the device could not be reopened while applied to tissue. The surgeon ligated the tissue on both sides of device, and removed the device by resecting the tissue directly adjacent to the jaws of the device. There was no injury to the patient, and a new device was opened and used to complete the case.